Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went from 7.5 years to four years remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that the battery was exhibiting premature battery depletion (pbd). A device replacement was recommended. Additional information was received indicating that this device was surgically explanted due to advisory, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went from 7.5 years to four years remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that the battery was exhibiting premature battery depletion (pbd). A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went from 7.5 years to four years remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that the battery was exhibiting premature battery depletion (pbd). A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted due to advisory, and a new device was placed. No additional adverse patient effects were reported.